Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on this rv lead which lead to inappropriate shocks. This lead was capped and replaced.

Manufacturer narrative:
Combination product: yes.